Event description:
It was reported by the customer "there is a hole in the catheter. This was in a patient when clinician became aware of the issue". No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp2401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "there is a hole in the catheter. This was in a patient when clinician became aware of the issue". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the catheter between the 2 cm and 3 cm depth markers. A microscopic observation revealed a longitudinal split in the catheter perpendicular to this kink. The edges of the split were observed to be straight and even and the fracture surfaces were found to be flat and granular. Whitening of the catheter material was observed at the location of the kink and the catheter surface around the area of the kink was observed to be somewhat dull in luster. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage locations suggested that catheter securement, access, and maintenance techniques may have contributed.